Event description:
It was reported that they were unable to interrogate the implantable pulse generator (ipg). The device did not respond to any interrogation or magnet. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed tantalum capacitor shorting low resistance. (B)(4).